Event description:
It was reported that an angio-seal evolution was deployed in the right common femoral arteriotomy (rcfa) post percutaneous coronary intervention (pci). Forty minutes after the patient arrive in recovery, retroperitoneal bleeding was discovered. The patient was experiencing severe back pain and low pressures. Manual pressure was applied and the patient was given IV morphine to control the pain. After treatment, the patient was reported to be in good condition with stable vital signs, blood pressure and heart rate. The recovery room nurses reported that the physician stated there were possible patient issues at deployment, but would not go into detail. No additional information is available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.